Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal battery depletion, insulation damage was observed on the atrial lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.